Event description:
The customer reported the 2600 system's table independently tilted towards the feet with the head up. This event occurred during a procedure, however no pt injury was reported.

Manufacturer narrative:
The ge svc rep performed an onsite investigation and was unable to duplicate the problem. During the svc he found the appearance of fluid intrusion into the hand control at cord strain relief which may have caused the uncommanded table tilt. The system pcb was bad causing the generator table communication and fast stop failures. The customer replaced the hand switch. Also, the system detected a stuck foot switch. The system was tested and the fast stop function failed. The ge svc rep advised the customer to replace the interface pcb to correct the fast stop and communication problems. The customer will open another svc case, if necessary.